Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "broken cable." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps had 5 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient.

Event description:
It was reported that during central processing, the tenaculum forceps was found to have a broken cable. Intuitive surgical, inc. (Isi) followed up with the reporter who stated that the broken cable was discovered in the sterile processing department (spd) and there was no patient involvement.